Event description:
In this event it was reported that a pt with known allergies to many things experienced a potentially adverse reaction to zircate prophy paste used during a dental prophylaxis. As stated in the report the pt experienced redness and a burning sensation of the tongue. No medical intervention was required.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.